Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that telemetry could not be established and the pacing rate was 35 ppm.